Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file review shows that the user had problems achieving valid suction but was able to obtain good suction values after second attempt. The energy stayed stable in the expected ranges during the complete day. No technical problem can be identified. The data review shows that based on the currently provided information, an influence of the laser system can be excluded to the greatest possible extent. The penetration happened during ring insertion. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported intrastromal tunnels were created for corneal rings on a patients right eye. Following the implant of the first segment the doctor noticed that the ring entered the anterior chamber from the inferior temporal area of the tunnel. The second segment was implanted uneventfully. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicating there was penetration of the lower segment through the descemet membrane at eight o`clock and the segment was removed. Further examination showed channel was too deep in the cornea and the upper segment was ok. At one week post operative examination corneal edema was noted and the patient reported blurry vision.